Manufacturer narrative:
(B)(4). The infusomat space was subjected to a visual and functional examination. Some external mechanical damages were found, but these are not related to the reported malfunction. The device showed age-based marks of use and was heavily contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to (B)(4) was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device has arrived from the user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion: result of the therapy: their is still around 500ml left in the bag of smofkabiven when it must be empty in the next minutes . ==> to less volume infused then configured.